Manufacturer narrative:
Concomitant medical product: product ID: 5592-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was bothering the patient and was very uncomfortable . The ICD was replaced and then dissected and disentangled the right ventricular (rv) lead, from the fibrous capsule using a plasma blade. They unwinded the loop of capped rv lead from the pocket. This was theorized to be the cause of the patient¿s discomfort. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.